Manufacturer narrative:
Under (B)(6) data protection act 1998, pt info is considered confidential and will not be released.

Event description:
It was reported that a pt death occurred in the pt's home. The ventilator was reportedly being used against labeling as the pt was not a spontaneously breathing pt and was in final stages of palliative care. The mother of the pt stated, the device was not working. The nurse reportedly found the device had been turned off. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.